Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer failed to open when user attempted to issue ceftriaxone. Instead, the system proceeded as if completing a normal transaction without performed the dispensing step. Additionally, when using the add item button to search for a medication, no items were displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16 july 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open and item was missing while searching. A technical support specialist (tss) remoted into the cabinet and found that all drawer zones had been turned off. The zones were reenabled, which resolved the issues and restored normal functionality. The system functioned as intended after the technical support specialist troubleshot the device.